Manufacturer narrative:
The device is being returned to the MFR in another country, for further investigation. More info will be provided once evaluation is complete. A lot check revealed that this is the only complaint of this nature for the given lot number. The cracks are likely to have occurred during use from stresses induced by high frequency oscillations on the plastic chamber dome from the adult oscillatory ventilator. Our monitoring and trending of this type of event for cracking chambers shows a rate of occurrence worldwide for the last year of 0.0011%.

Event description:
A hospital in another country, reported to a fisher & paykel healthcare representative that the mr290hfv autofeed humidification chamber was found to leak while in service on a pt. Water was found on the floor in front of the 3100b ventilator. No pt consequence was reported. On closer inspection by a fisher & paykel healthcare representative, a horizontal crack was discovered in the chamber.